Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 17-oct-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had an exposed lead/extension connection through their skin behind the ear on the scalp. Surgical intervention was planned for (B)(6) 2019 and the doctor planned to excise the decomposed tissue, take a culture of the bacteria, washout with antibiotic solution, and close the wound. The issue wasn¿t resolved at the time of this report. Additional information was received from the rep stating that the patient had their surgical intervention in which the doctor opened the scalp at the lead/extension connection. Despite the skin erosion it was noted that the doctor was optimistic about the potential infection being localized. They washed out the area and repositioned the lead/extension connection posterior to the incision under health tissue, removed the eroded skin, and closed the incision. They would be following the patient closely over the next 2-8 weeks as they were on post-operative antibiotics. There were no further complications reported.